Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000164, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from another case stating that "ethernet bulkhead was replaced on navigation system and known working ethernet cable used, system able to connect to navigation system."

Event description:
Medtronic received information regarding an imaging system being used for sacroiliac and thoracolumbar procedure procedure. It was reported that the site was unable to take a navigated spin while in surgery. Site said they connected the navigation system to the imaging system and was seeing communication but saw a message stating navigation was connected but not available. Site aborted imaging system use. Patient was present but unknown delay and patient impact. This issue occurred intraoperatively. Troubleshooting stating that site took imaging system out of operating room (or) and was able to connect to other navigation system on site without issues, not able to replicate message. Technical service (ts) requesting original navigation system used be checked out under another case to determine if issue lied with imaging system and navigation system.

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.